Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the tip of the harmonic ace instrument broke and a fragment fell inside the patient. The instrument broke while the surgeon was dissecting. The fragment was retrieved during the same procedure, which was visually confirmed. The procedure was completed robotically, using a backup harmonic ace instrument. No additional surgical procedure or post-operative tests were performed. The patient has not returned to the hospital due to any post-surgical complications related to a retained foreign object.

Manufacturer narrative:
The harmonic ace instrument was not received for failure analysis investigations.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.439" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.